Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. According to the coolsculpting user manual, aching on the treatment area can occur immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated to the submental area with coolsculpting and experienced soreness and has been diagnosed with paradoxical hyperplasia.

Manufacturer narrative:
Physician later dismissed the initial report of paradoxical hyperplasia and changed it to very severe infection, not device related. This record is no longer reportable. Clarification to h6: disregard codes e2330 and e2323.

Event description:
Physician later dismissed the initial report of paradoxical hyperplasia and changed it to very severe infection, not device related. This record is no longer reportable.